Event description:
It was reported that a revision surgery was performed to remove portions of a pathfinder nxt construct placed at levels l3-l5 because of patient pain. The patient did fuse and there were no broken screws found. One screw was removed and replaced at each of the l5 and l4 levels, while both rods and all six closure tops were removed and replaced during the revision surgery. The patient was re-instrumented from levels l1-s1. This is report thirteen of fourteen for this event.

Manufacturer narrative:
Establishment name: (B)(6). Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2023-00085 through 3012447612-2023-00098.

Event description:
It was reported that a revision surgery was performed to remove portions of a pathfinder nxt construct placed at levels l3-l5 because of patient pain. The patient did fuse and there were no broken screws found. One screw was removed and replaced at each of the l5 and l4 levels, while both rods and all six closure tops were removed and replaced during the revision surgery. The patient was re-instrumented from levels l1-s1. This is report thirteen of fourteen for this event.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the products were not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient specific factors. DHR review: the lot numbers were not provided, so the dhrs were unable to be reviewed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.